Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular (rv) lead was experiencing noise and low pacing impedance. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. There were no patient consequences.